Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with juvéderm volbella® xc. Four months later, the patient experienced a non-device related ¿cold sore,¿ which ¿activated the filler to produce granulomas.¿ biopsy not provided. The patient was treated with an antiviral and medrol dosepak. The event resolved. The health professional reported that the same event occurred a year later after an identical treatment. The health professional believes that because the event occurred during the same time of year, ¿maybe allergies are playing a role, maybe histamines are just really high in [the patient¿s] body.¿ this is the same event and the same patient reported under MFR report # 3005113652-2021-00477 (emdr-01625, allergan complaint (B)(4)). This MDR is being submitted for the device related event.